Manufacturer narrative:
(B)(4). Investigation results one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual examination under magnification of the fiber face within the sma connector revealed a debris on the fiber face and that only a small amount of light was coming through. This would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureterorrenolitotripsia procedure in the right kidney performed on (B)(6) 2017. Reportedly, the laser unit used was stonelight console. According to the complainant, during the procedure and inside the patient, the laser fiber would not fire laser energy. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was a debris on the fiber face and the fiber tip detached.